Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was encountered during pd treatment. During fill 1 there was fluid found leaking from the tip of the stay safe connector. There was no fluid in the pump module and no fluid on the external part of the cassette. There was an alarm after the leak. In a follow up, a nurse said there was no harm associated with fluid leak. The cycler set was not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that a fluid leak was encountered during pd treatment. During fill 1 there was fluid found leaking from the tip of the stay safe connector. There was no fluid in the pump module and no fluid on the external part of the cassette. There was an alarm after the leak. In a follow up, a nurse said there was no harm associated with fluid leak. The cycler set was not available to return.